Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: an opening, weight within specifications, crease/fold, wear abrasion, orange particles. A microscopic analysis was performed which identified a striated edged opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is:two striated edge openings on anterior side due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.